Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving compounded baclofen 1500 mcg/ml at 739,1mcg/day via an implantable pump for unknown indications for use. It was reported that the patient came into the hospital (B)(6) 2021 with a critical pump alarm. Logs showed a motor stall occurred around 7am that morning. The patient was in bed at the time. 3 attempts at reinterrogation and a single bolus (10% daily dose) did not recover the stall. Elective replacement indicator (eri) was in 11 months. Due to the patient¿s high dose baclofen (739,1 mcg/day), the patient was hospitalized and scheduled for an immediate pump replacement. The pump was replaced, and the customer discarded the device. The issue was resolved. The patient's status was alive - no injury. Environmental, external or patient factors that might have led or contributed to the event were inconclusive. The patient had not been exposed to electromagnetic interference (emi) or an MRI. Information regarding the patient¿s weight, medical history, and other medications was unavailable.